Manufacturer narrative:
The device history record for the reported lot number, aa9091v02, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 10-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the user noticed condensation in the pilot balloon after the cuff device ruptured during use in a patient. There was no reported injury. Additional information received 27-may-2020 the patient did not suffer any sustainable injuries. There was a lack of ventilator support and the patient required an endotracheal tube (ett) change. The device was in use for about 26-hours before it was exchanged, but the issue (loss of volume compared to set volume) began about 6-hours after intubation.